Manufacturer narrative:
(B)(4). During a follow up call to the facility nurse, the nurse indicated the patient alleged that the luer lock cassette and air introduced into his system was the cause of the peritonitis. No other product allegation was reported. The nurse was unable to confirm the allegation of the cause of the peritonitis. The event of peritonitis and the allegation against the luer lock cassette has been reported under manufacturer report number: 1423500-2011-06876.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of not wearing a mask and peritonitis in coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on an unreported date in 2011, she did not wear a mask while performing dialysis. On (B)(6) 2011, she experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the not wearing a mask was not reported. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots, h10i24066, was performed with no issues noted during the manufacturing process. The root cause of this incident was determined to be use error-break in aseptic technique. A labeling review was performed by baxter and current labeling provides ample instructions related to prevention of the use error. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.